Event description:
Caller reported a pixel issue on the pump display that affected their ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump and instructed the caller to use multiple daily injections (mdi) as a backup therapy. The caller was guided on how to put the pump into storage mode and acknowledged instructions to return the defective pump using a pre-paid label within 10 days.